Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side exchanged without complaint against the device. Healthcare professional later reported rupture. Healthcare professional additionally reported capsular contracture baker grade ii. Device has been explanted.

Event description:
Patient reported, a right side exchanged without complaint against the device. Healthcare professional, later reported, rupture. Healthcare professional, additionally reported, capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, e1, g2, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side exchanged without complaint against the device. Healthcare professional later reported rupture. Device remains implanted.